Event description:
The customer alleged that she and another employee experienced human reaction from a pouch that contained a cracked cyclesure vial. The customer was not wearing personal protective equipment. The customer reported white residue on the palm and index finger of her right hand. Her symptoms have resolved and she did not seek any medical intervention or require treatment.